Event description:
It was reported to boston scientific corp that a prolieve thermodilation kit was used during a transurethral microwave therapy (tumt) procedure. According to the complainant, at procedure closure, during an attempt to fill the pt's bladder for a trial void, noticed that the prolieve catheter was not inside the pt. There were no warnings or error messages during the case, the anchoring balloon appeared to have deflated during cool down. A boston scientific representative on-site reviewed the procedure summary, confirmed all temperatures were fine during treatment, and dropped significantly during cool down, as expected. An ultrasound revealed approximately 70cc of urine in the pt's bladder. The case was completed and no pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
(B)(4): deflation. The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).